Event description:
Patient reported that she was hospitalized due to her cartridge leaking insulin.

Manufacturer narrative:
The customer has not returned the cartridge to animas for evaluation and could not provide the lot number. Animas has reviewed the patient's order history and will conduct an evaluation of a cartridge from the last manufacturing lot shipped to the patient.